Manufacturer narrative:
The reason for this revision surgery was a result of patient joint looseness after 3.6 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 4 non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed one part (part number: 333-01-108) scrapped for an oversized feature. Ncmr (B)(4) showed 1 part (part number:39119608-001) returned to the vendor for an oversized feature. Ncmr (B)(4) showed 2 parts (part number:39119608-001) returned to the vendor for an oversized feature. Ncmr (B)(4) showed 8 parts (part number: 39119608-001) returned to the vendor for not meeting specification. A review of the product complaint report history showed this is the (B)(4) complaint against this lot number. The root cause for the joint looseness was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the baseplate becoming loose.